Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -4.00 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to poor vision and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - device code 1494: off-label use (over 45yrs of age at date of implant) h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 14-nov-2023 h3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).